Event description:
The customer reported that upon power up for the daily shift/system test, the device displayed error code 01000 (defib biphase error). Error code 01000 is accompanied by the message / instruction defib failure cycle power and then device operations is halted. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was evaluated by the philips field service manager and the stated problem was confirmed. The power pca was found to have been the cause of this malfunction. The fse replaced the power pca to resolve this issue. The device passed testing and was returned to the customer.